Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The reporter stated that the patient had been hospitalized for another indication three to four months prior to death. On an unknown date, the patient was discharged from the hospital and moved to a long term care rehabilitation center, where the patient passed away. The cause of death was unknown. The reporter believed the cause of death was fluid around the lungs, but this was not medically confirmed. Apd therapy was ongoing. The patient used the hospital and rehabilitation center¿s homechoice devices during their stays at the facilities. The patient was not connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.